Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine visit in clinic. It was noted that the atrial lead was oversensing and had a high pacing lead impedance. The atrial lead was capped and replaced on (B)(6) 2018. The patient suffered no consequences and was stable.